Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. There was no capture at 5v/0.4ms in bipolar, and lead measurements were normal in unipolar. Ra lead conductor fracture was suspected. This ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. There was no capture at 5v/0.4ms in bipolar, and lead measurements were normal in unipolar. Ra lead conductor fracture was suspected. This ra lead remains implanted. No adverse patient effects were reported.